Manufacturer narrative:
(B)(4). This complaint of a leak was reviewed and there were no events that represented a quality issue in the product. There was no sample so a evaluation could not be performed; therefore, the event was not confirmed. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
The home patient's mother called to baxter's (B)(4) to notify that she identified one cassette which presented a leak in the patient line just after starting the therapy. The set was replaced and no problems were reported after that.

Manufacturer narrative:
(B)(4). Sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.